Event description:
Customer reportedly received the following results on the advantage system within 10 mins: hi (result greater than 600 mg/dl), 164 mg/dl, and 140 mg/dl. No actions were taken based on device results. No adverse event reported. A request was made for return of the suspect device and a replacement was sent.